Event description:
In 2009. The lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately low. The patient tests her blood glucose about 10 times a day. She manages her diabetes with lantus insulin and sliding-scale humalog insulin based on her meter readings. The reporter indicated that the alleged meter issue started the month prior, at around 7:49 pm. Two days later, during the evening time, the patient tested her blood glucose 2 times in a row and got "22 mg/dl." Due to the low meter readings, the reporter instructed the patient to eat since she was afraid that the patient would pass out. At that time, the patient was asymptomatic. After eating, the patient retested her blood glucose and reportedly got "28 mg/dl." A half hour after testing, the patient tested her blood glucose on her father's meter and got "587 mg/dl." Soon after, the patient started feeling nauseated. The reporter claimed that the patient had "ketones." However, it is not clear as to how the reporter determined that the patient had ketones. The reporter contacted the patient's doctor and was advised to treat the patient with small dosages of humalog insulin in addition to water. The reporter did not know what meter readings the patient obtained prior to the event the same day, during the evening time. She also did not know what actions the patient took before the event. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The reporter did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient's blood glucose reached "587 mg/dl" about 2 days after the alleged meter inaccuracy issue began and that she received advice from a doctor to take insulin. In addition, the reporter claimed that the patient developed ketones after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.